Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (battery life w/ damage) issue. It was reported that the pump¿s battery life was short and required frequent battery changes. Reportedly, the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the black box showed multiple low battery warnings and multiple replace battery alarms. A battery compartment crack was observed from the threads to case seal. There was evidence of moisture contamination on the underside of the battery cap. The battery cap had damaged threads and was unable to tighten to the pump. A power loss was observed during testing. The coin slot on top of battery cap was stripped making it difficult to tighten or remove. A power loss with the test cap was not observed. The pump¿s current draws were found to be within specifications. No evidence of additional moisture contamination or loose components inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.